Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped and replaced due to low, out of range, high voltage impedance. There were no adverse consequences to the patient.